Event description:
Had implants placed 2008 and noticed many symptoms related to them. Fatigue, shortness of breath, thinning hair, headaches, night sweats, joint pain, back pain, anxiety, depression, brain fog, breast burning and pain and numerous others.